Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician was attempting to use a 4mm spider fx with a non-medtronic sheath during the treatment of a severely calcified lesion, presenting 80 stenosis in the acvb. The spider was being used to remove a dislodged non-medtronic stent. The lesion was initially pre-dilated with an nc balloon and the non-medtronic stent was only advanced into the proximal bypass and then got stuck due to friction. It is not possible to advance or return the stent further. The stent dislodged, and after numerous attempt to retrieve the stent, the spider gasped the stent and was being withdrawn from the aortic bypass anastomosis. At the same time, however, the protection system presented in the bypass must also be withdrawn through the stenosed bypass body, for which considerable friction must be overcome. The conglomerate of deformed stent, micro-snare and protection system can not be recovered in the guiding catheter. The spider got lost during the procedure, detached, and embolized in the arteria brachialis. The detached component(s) were removed via surgery. No further patient injury reported for this event.